Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient began feeling unwell and went to bed early. Saw hernia protruding from right side. The patient went to the hospital. Hernia was squeezing the bowel, and the surgeon operated on the right side to treat the hernia.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. When asked about the cause of the hernia, they indicated that the original hernia repair (from at least 10 years ago) failed in (B)(6) 2025 due to a netting failure. They were unsure what most likely caused the issue because the hernia failure was six weeks after the implantation, and the patient was wondering if they were related. They noted that the surgeon who repaired the hernia was not sure of the cause of the netting failure. After the hernia repair, the patients' bowel problems returned. The interstim device was implanted on (B)(6) 2025 and immediately helped the patient. On (B)(6) 2025, the patient became sick and saw the hernia protruding on their right side. They underwent repair surgery on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.